Manufacturer narrative:
Unique identifier (UDI) number added. Correction to contact information. Additional codes added evaluation code result. Device evaluation summary: the following components were returned for failure investigation: differential pressure sensor daughter board; flow sensor receptacle assembly the differential pressure sensor daughter board was visually inspected and functionally tested with no anomalies observed. There was no malfunction or product deficiency identified. The flow sensor receptacle assembly was tested. The reported symptom could not be duplicated, but a different symptom was observed. After a visual inspection, the back plate and pcb were detached from the receptacle assembly. According to the ht70 plus flow sensor receptacle assembly procedure, adhesive needs to applied into the grooves of the front side of the back plate. Upon further inspection of the back plate, the bottom portion of each groove was missing adhesive. The root cause of this observed symptom was that insufficient adhesive was applied. This issues was previously addressed by changing the retention method for the front panel flow sensor connector. Findings: the reported symptom of an inaccurate volume could not be duplicated, however a different symptom of the back plate detached from the receptacle assembly was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the flow sensor receptacle and the flow sensor transduce printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during use the ht70 plus ventilator volumes are out of specification. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.